Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged, false positives were acquired. There was no report of patient impact. The following information was reported by the initial reporter: what confirmatory testing was performed that determined the false-positive result? Gram stain was done on the bottles. Were any erroneous results reported to the doctors? No. If yes, were any patients treated based on erroneous results? N/a. If yes, did the erroneous treatment have any adverse impact to the patient(s)? N/a. 2 false positive bottles was pulled out of drawer b.

Manufacturer narrative:
H.6 investigation summary: bd field service engineer was dispatched and confirmed that the false positives are caused due to ambient temperatures. This is an unconfirmed failure of the bd product . Root cause is related to the ambient temperatures/ no instrument issues identified. Review of device history record for this instrument is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on 1/8/2019. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples received consisted of log files and images. After reviewing the log files and images, investigation revealed that the false positives were caused due to ambient temperatures. Bd quality will continue to closely monitor for trends associated with this failure.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged, false positives were acquired. There was no report of patient impact. The following information was reported by the initial reporter: "what confirmatory testing was performed that determined the false-positive result? Gram stain was done on the bottles. Were any erroneous results reported to the doctors? No. If yes, were any patients treated based on erroneous results? N/a. If yes, did the erroneous treatment have any adverse impact to the patient(s)? N/a. 2 false positive bottles was pulled out of drawer b".